Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt the implantable pulse generator (ipg) "speeds up in my chest when I bend over." It was further reported that the patient complained that they feel pacemaker movement within their chest. No additional information was available from the clinic. No patient complications have been reported as a result of this event.